Manufacturer narrative:
The insulin pump was received with blank display and the problem is isolated to the motherboard. The device had a cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot, cracked battery tube threads and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 331 mg/dl. Customer did not have the device by them to troubleshoot and were using manual injection to treat their blood glucose levels. Customer called back to continue troubleshooting for the blank display. Customer completed troubleshooting and the display was still blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.